Manufacturer narrative:
A steris service technician inspected the unit and found that the lid open switch had water dripping on it, resulting in the switch shorting out and burning. The technician replaced the switch, reinstalled the hinge gasket to prevent water from dripping onto the switch, and ran a test cycle to confirm the unit operated properly; no further issues have been reported with this unit.

Event description:
The user facility reported that their sonic cleaner overheated and emitted a ¿burning rubber¿ smell. It was reported that three employees were affected by the odor. One employee felt dizzy and nauseous; she went to occupational health where her vital signs were normal and she was sent home for the rest of the day. The user facility reported that the employee is fine. Multiple attempts were made to obtain information on the other two employees, however, the user facility will not respond. No procedural delays or cancellations were reported.